Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple cubies failed in main drawer 6 and were not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was experiencing issues with opening and releasing pockets. A field service engineer removed the drawer, replaced the flat flex cable, and reinstalled the drawer into the station to resolve the issue. Additionally, the engineer verified the presence of rubber rail bumpers to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.